Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted; give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 22.5 diopter size z9002 intraocular lens (iol) was explanted due to a refractive surprise. The iol was replaced with a another unknown model and an unknown diopter size lens. Patient is doing fine. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation and visual inspection was performed at 10x microscope magnification. Residues of viscoelastics were observed on the lens surface. Loose particles in the optic body compatible with handling the lens out of a sterile environment were observed. Due to the fact that this is an explanted lens, a diopter measurement was not possible. Reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all lenses are cleaned and inspected under microscope at 10x magnification. Any defects that do not meet the criteria specifications are rejected. A review of the historical complaint data did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.